Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.